Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745nt, serial/lot #: (B)(6) . UDI#: (B)(4). H3: product ID: 97745nt, serial/lot #: (B)(6).was returned for product analysis. Analysis found the main board was corroded; there was corrosion on the board causing there to be no power. The lcd was corroded; there was corrosion damage to the main pcbs, and the case back was broken due. This was due to non-reliability, non-conformance beyond normal use. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient's representative (pt rep) regarding an external device. It was reported that they went to charge the dead controller by plugging into ac power supply, then controller made funny noise and screen flashed 'medtronic.' Caller unplugged controller, removed and reinserted li battery pack, and plugged back into ac power supply. The controller wasn't making the noise anymore and they noted the green light on controller wasn't flashing. Caller then noticed the controller was getting extremely hot; so hot they had to unplug from ac power because they were afraid controller was going to start a fire. Caller mentioned ac power supply didn't get hot. Caller mentioned the pt's back was 'dead'. A replacement controller and battery pack were sent out. The pt then called back and reported that  they called on wednesday for they had issues with the controller because it was getting hot when plugged in. The controller would not charge or do anything so they were sent a new controller and battery but they could not get the controller to turn on. They were able to set the controller up but now the controller was blank and unresponsive even after res etting the controller. Caller noted the the ins had been dead for 3days which was not fun. During call caller removed the controller battery and plugged the controller into the ac power supply, caller verified the controller did not turn on. Caller said the ac power supply was blinking, they plugged the controller into a different outlet and the ac power supply was still blinking. Caller then put two aa batteries into the controller and it did not turn. A replacement controller and ac power supply were sent out. No symptoms were reported.